Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on 2018-sept-18 reporting that the ins was overdischarged due to patient non-compliance with charging. A device reset was completed on (B)(6) 2018 which resolved the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for peripheral neuropathy, spinal pain, and complex regional pain syndrome type ii. Regarding the implantable neurostimulator that the patient has for her hands, it was reported that she cannot get the implantable neurostimulator to charge starting about a month prior to the report, confirmed as starting in 2018. The patient had a mammogram done on (B)(6) 2018 and they moved the implantable neurostimulator while doing the mammogram and the patient has not been able to connect with or charge the implantable neurostimulator since then. The patient had an appointment with her health care provider on the day of the report. There were no patient symptoms or complications reported.